Event description:
The event involved an embolization within the cerebral vasculature. The pt was successfully catheterized with a ultralite-1.8f flow-directed micro catheter and a solution of 28% histocryl was injected through the catheter. The distal shaft became stuck or entrapped within the vessel. The physician elongated the distal shaft in an unsuccessful attempt to break off the catheter. The physician then cut the catheter several centimeters beyond the shaft transition, and the distal shaft retracted inside the aorta. The severed distal shaft of the catheter remains in the vasculature of the pt. There were no subsequent clinical sequelae to the pt due to the unretrieved distal shaft.